Manufacturer narrative:
The t:slim x2 basal iq user guide states: occlusion alarm - how should I respond? Tap close. Check the cartridge, tubing, and infusion site for any sign of damage or blockage and correct the condition. To resume insulin, from the options menu, tap resume insulin and tap resume to confirm. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was treated in the emergency room with intravenous fluids and insulin for elevated blood glucose (534 mg/dl). Cause was unknown; however, during system check with tandem technical support, an occlusion alarm was identified. Customer had not addressed the occlusion alarm. Contact acknowledged that the event was due to customer not addressing the occlusion alarm. Customer left the ER feeling well and blood glucose at 114 mg/dl.